Event description:
Reporter indicated a handheld kept freezing after interrogation successful screen. Troubleshooting would temporarily resolve the event. The handheld has been returned to the MFR and is pending product analysis.